Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri45 implantable pacing lead implanted: (B)(6) 2013; product ID 5086mri52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during a lead revision, the device header appeared to be damaged. The physician opted to change the device. Currently, it is not known why the lead was revised, or which lead was involved. The device was explanted and replaced, and both leads remain in use. Follow up is currently in process for additional informaiton. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.